Event description:
Per surgeon, this is a conformable "steerable" guiding sheath, however, the malfunction occurred when he attempted to steer it and it would not. Another device was opened and used successfully. The surgeon requests oscor request and obtain the device for analysis.